Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ((B)(6) 2024). - analysis of the provided expertise files confirmed the reported behavior: on (B)(6) 2023, the associated orchestra plus link was not detected by the smarttouch tablet, thus preventing the interrogation to be performed using rf communication. - the observed behavior resulted from an error raised at the level of the programmer service, resulting in a failure to initialize rf communication. Normal functioning was restored following restart of the tablet. - based on available data, no anomaly is suspected on the subject smarttouch tablet or on the associated rf head.

Event description:
Reportedly, on (B)(6) 2023, during the implantation procedure of an ICD, rf communication was successfully established between the subject smarttouch tablet and an orchestra plus link. However, a message suddenly appeared, indicating that it was impossible to use rf communication and recommending to switch to inductive communication. The orchestra plus link was unplugged and plugged back but the same issue was observed. Another orchestra plus link was then used but no connection could be achieved, so the implantation was ended with inductive communication. After the procedure, the orchestra plus link was tested with another programmer and worked, but not with the subject tablet. The battery was removed and plugged back and this time rf communication functioned correctly.